Event description:
During a stapedectomy case the physician was given device. Physician stated that prosthesis was defective because the hook was "too closed" to properly affix to the middle ear structure.